Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 15-jul-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6)-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In 2018, the patient experienced pelvic pain (seriousness criterion medically significant), hypersensitivity ("allergic symptoms (itching all over the body, pruritus)") with pruritus generalised, arthralgia ("joint pain"), menorrhagia ("bloody periods"), facial neuralgia ("facial neuralgia"), dyspnoea ("shortness of breath") and asthma ("asthma"). It was unknown whether any action was taken with essure. At the time of the report, the pelvic pain, hypersensitivity, arthralgia, menorrhagia, facial neuralgia, dyspnoea and asthma outcome was unknown. The reporter provided no causality assessment for arthralgia, asthma, dyspnoea, facial neuralgia, hypersensitivity, menorrhagia and pelvic pain with essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.